Event description:
Event verbatim [preferred term]. I had a developed a burn. Now it has blistered and is extremely painful/I had a 2nd degree burn from the product [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer from a pfizer-sponsored program thermacare (B)(4) page. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps. The patient reported, "while I have used your products in the past and have been very happy. The menstrual product was terrible I put it on as directed and not even an hour later I had developed a burn. Now it has blistered and is extremely painful. I do not have sensitive skin nor am I on any medications that would put me at risk. I have used other products by thermacare before and they worked great but using the menstrual one was terrible! After less than an hour on I had a 2nd degree burn from the product and I am extremely disappointed as I have reached out to the company for a refund and received no communication what so ever." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19mar2017): new information received from a pfizer-sponsored program thermacare (B)(4) page from a contactable consumer included: past product history, event details. Company clinical evaluation comment based on the information provided, the event "developed a burn. Now it has blistered and is extremely painful" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "developed a burn. Now it has blistered and is extremely painful" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: the lot number is unknown. A lot trend was not performed. Sample status was not received.

Event description:
Event verbatim [preferred term]. Developed a burn. Now it has blistered and is extremely painful/I had a 2nd degree burn from the product [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer from a pfizer-sponsored program thermacare facebook page. This female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps for unknown indication and experienced no adverse effect. The patient reported, "while I have used your products in the past and have been very happy. The menstrual product was terrible I put it on as directed and not even an hour later I had developed a burn. Now it has blistered and is extremely painful. I do not have sensitive skin nor am I on any medications that would put me at risk. I have used other products by thermacare before and they worked great but using the menstrual one was terrible! After less than an hour on I had a 2nd degree burn from the product and I am extremely disappointed as I have reached out to the company for a refund and received no communication what so ever." Action taken and event outcome were unknown. Additional information received from product quality complaint (pqc) group included investigation results: this investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: the lot number is unknown. A lot trend was not performed. Sample status was not received. Follow-up (19mar2017): new information received from a pfizer-sponsored program thermacare facebook page from a contactable consumer included: past product history, event details. Follow-up (11may2017): follow-up attempts are completed. No further information is expected. Follow-up (14may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term]: I had a developed a burn. Now it has blistered and is extremely painful. [Burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. This female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported, "while I have used your products in the past and have been very happy. The menstrual product was terrible, I put it on as directed and not even an hour later, I had a developed a burn. Now it has blistered and is extremely painful. I do not have sensitive skin nor am I on any medications that would put me at risk." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "developed a burn. Now it has blistered and is extremely painful" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Comment: based on the information provided, the event "developed a burn. Now it has blistered and is extremely painful" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.